Event description:
It was reported that the device failed the spring force task during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8110 fails preventive maintenance. Technical support: 1. In the connected devices pane, click the syringe module to be tested. 2. Double-click preventive maintenance in the tasks list to begin testing immediately. 3. Follow the instructions on the screen for each test. 4. Instrument inspection: a. If the test fails, click abort selected tasks to discontinue testing. Correct the failure(s) before continuing with the tests. 5. Binary switches: the binary switches test verifies that the buttons and switches on the syringe module are open/closed, on/off, pushed/not pushed, and so on. 6. Pressure disc accuracy: set up the syringe module for the pressure test. 7. Barrel clamp accuracy: 8. Plunger force accuracy: caution. To avoid damage to the plunger. Header, ensure that the plunger. Header is not attached to the calibration fixture. Caution. To avoid instrument damage, do not move the plunger head during this test. 9. Plunger position accuracy: 10. Simultaneous display: if the test is to be run continuously, select run test in continuous mode. Note: "sandwiching"¿the module being tested is connected between the alaris pc unit and another module. If the sound is weak, check the audio volume setting (refer to user manual for applicable alaris system). 13. Keypad: press each key once. 14. Set pm reminder date: the next maintenance reminder date defaults to 12 months. The reminder can be set to an earlier date, but it cannot be set to a date past the 12-month default. Note: all accuracy verification tasks must pass before the connected syringe module can be used to perform an infusion. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/19/2018 to present date 01/19/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer reports the 8110, fails the spring force task in preventive maintenance. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed the spring force task during preventive maintenance. There was no patient involvement.